Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was unable to charge the ipg. The patient underwent a revision procedure and was reportedly doing well postoperatively.